Event description:
It was reported that the patient underwent a surgical procedure to explant this artificial urinary sphincter (aus) due to recurring incontinence; the issue was believed to be due to patient anatomy. The aus was explanted and replaced with an aus with a smaller cuff. There were no additional patient complications.